Event description:
It was reported that the ambulance was hit on the driver's side door by a drunk driver traveling at over 80 mph. Ambulance rolled over and fire fighters were climbing on the cot in order to remove driver from the wreckage. There was no pt involvement but the driver had an unk broken bone and hit his head very hard that required surgery.